Manufacturer narrative:
Evaluation conclusion code no longer applies.

Event description:
Additional information was received from a manufacturer representative on 2016-oct-12. Document contained no new information.

Manufacturer narrative:
Analysis revealed pump motor/gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 20 mg/ml at 2.001 mg/day and bupivacaine 20 mg/ml at 2.001 mg/day via an implanted pump for non-malignant pain. The patient's medical history was unknown. On (B)(6) 2016 the pump experienced a motor stall and gave the message "stopped pump period may exceed tube set&#56224;from looking at the logs, this issue occurred multiple times in august as well. The patient experienced dry heaves, nausea, dehydration and high fever. At the beginning of (B)(6) the patient was hospitalized to the intensive care unit (ICU) for several days due to confusion, disorientation and aggression. The patient reported to have experienced the same withdrawal symptoms at the beginning of (B)(6) as he did on (B)(6) 2016. The patient did have an MRI in august (specific date not reported). No other factors occurred that the reporter was aware of at this time. The pump logs were read on 09/21/2016 and showed the motor stall. The patient was given supplemental narcotics in the interim. The pump was replaced on (B)(6) 2016. The issue was resolved at the time of this report and the patient's status at the time of this report was "alive- no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.